Manufacturer narrative:
Clinical evaluation performed on december 14, 2018. Partial revision of cementless primary tha one month after primary. The reason for revision of head and liner was to optimize hip geometry. The stem was well integrated even after such a short time and could not be repositioned. No faulty device originated this problem. Batch review performed on 19 december 2018. Lot 179932: 70 items manufactured and released on 03 may 2018. Expiration date: 2023-04-23 no anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month and half after the primary surgery because the stem was too deep (1 cm), surgeon wanted to remove the stem and put a cemented amistem. The stem was impossible to be removed, so he decided to keep the stem and replace the others implants.